Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an ffr comet pressure wire with a 4f non bsc diagnostic catheter. The comet occ cable was not returned for analysis. The tip, device shaft, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed there were numerous kinks throughout the body of the wire with the tip kinked and bent. There was peeled coating in numerous locations 49cm to 95cm distal of the proximal end of the wire. There was no coating peeled past 95cm from the proximal end of the wire. The peeled coating noticed is consistent to damage that most likely happened during the procedure when the physician moved the torque device along the wire when the torque device is not completely loose. Since the peeled coating was so far proximal on the wire it is likely that this coating damage was caused outside of the body of the patient due to the physician trying to torque device, which confirms they had issues with torquing the device when trying to cross the lesion. The torque device returned on the device was used for functional testing. The torque device was moved to the proximal end of the wire and tightened down. A piece of scotch tape was placed at the distal end of the wire to see if it was turning. The wire was able to be moved around with the torque device with no issues. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty and product analysis did not confirm the reported difficulty crossing, as the clinical circumstances could not be replicated. However, the confirmed damage to the returned device, most likely is the cause of the difficulty crossing the lesion.

Event description:
Reportable based on returned device analysis completed on 10feb2022. It was reported that there was difficulty crossing the lesion. During a percutaneous coronary intervention (pci) procedure, there was difficulty crossing the comet ii pressure guidewire to the coronary lesion via a femoral approach. The coronary lesion was located in the left anterior descending artery (lad) mid. The tortuosity of the blood vessel to the coronary artery was severe, and the tortuosity of the iliac artery was bent in a dogleg shape. The procedure was completed with the original comet ii pressure guidewire and no patient complications were reported. However, the returned device analysis revealed that the coating was peeled from the comet ii pressure guidewire.